Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining a higher than expected troponin (accutni) result within the risk stratification range for two (2) patients, generated by a unicel dxi 600 access immunoassay system, used in conjunction with access accutni reagent (lot 112431). These results were reported out of the laboratory. Subsequent testing produced lower results within the normal reference range for both patients. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Patient samples were collected in a 13 x 100 mm greiner lihep plasma tube and centrifuged for 7 minutes at 4200 g at room temperature. The customer noted that the samples were originally analyzed from the primary tubes. Visual inspection of the samples showed that samples appeared clear and full draws. The customer did not supply quality control (qc) and system information. Service was not dispatched to the site for this event. No definitive root cause could be determined for this event to date. Mdrs associated with this event: 2122870-2011-04350, 2122870-2011-04415.